Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room due to palpitations. During the emergency room visit the patient had a computed tomography (CT) scan of pelvis and abdomen. However, a device interrogation was not performed. The following day the patient went to the clinic and an interrogation was performed where right ventricular (rv) loss of capture and loss of sensing were noted. The output was decreased to 2.0 volts and the sensation stopped. Tachycardia therapy was also electively programmed off per the physician's request due to previously stored episodes of oversensing of noise which led to inappropriate anti-tachycardia pacing (atp). A revision procedure was performed a couple days later where the rv lead was explanted and replaced due to a dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.